Event description:
Pt's meter was reading inaccurately high and prompting messages. Pt had obtained a "110mg/dl" a little after 10am. No other tests were performed prior that morning. While on the phone pt had sounded tired and sleepy. Pt was instructed by family member to take diabetes medication and lay down. The pt had ended up going into unconsiousness before taking their pills. Pt takes actos during the day and 10 units of insulin at bedtime. Their neighbors had climbed into the house and found pt on the bed unconscious and moaning. The neighbors had called 911. Once the paramedics arrived to the house, they obtained a "40mg/dl" at 11:15am. The time difference between pt's meter reading and the paramedic's was no more than 1 hour. Pt was treated with "sugar" and taken to the hosp. Pt was admitted for the night, treated with food. Pt did suffer an adverse event and serious injury. Pt experienced hypoglycemic symptoms and obtained a relatively normal blood glucose reading. As a result of the symptoms, pt was unable to take their diabetes pills, which may have caused their blood glucose level to drop even lower. There was no check strip or control solution test performed, however, pt's symptoms were more closely related to the reading obtained by the emt meter.